Event description:
Hepatic failure [hepatic failure] hepatic encephalopathy [hepatic encephalopathy] hemorrhage of digestive tract [gastrointestinal hemorrhage nos] pt with a history of lung tuberculosis in 1950, a glomerulonephritis in 1953 and hepatic cirrhosis as concurrent condition underwent transcatheter arterial embolisation for hepatocellular carcinoma (s3) in 8/1991. Pt was administered doxorubicin hydrochloride 22.5 mg, lipiodol ultra fluids 3.75 ml, and gelatin sponge (6/10 folium) via left hepatic artery, and mitomycin 8 mg, doxorubicin 7.5 mg, lipiodol 1.25ml and gelatin sponge (3/10 folium) via proper hepatic argery. The pt experienced fever, liver function failure, nausea, vomiting for which pt was hospitalized. In 8/1991 the pt was recovering and was discharged home. In 8/1991 the pt developed a life threatening event, hepatic encephalopathy, and was hospitalized. Nausea and vomiting were noticed. In 8/1991 pt was found to have an ammonium increase of 178 during daytime. In 8/1991 the pt fell into hepatic coma. In 8/1991 an hemorrhage of the upper digestive tract was found. In 9/1991 the pt was still in coma, the hemorrhage did not recover and the pt died at 5:00 in the morning. The final cause of death was hemorrhage of the upper digestive tract. Therapeutic measured taken as a result of the events included administration of lactulose for a week. 8/1991 to 9/1991; magnesium hydroxide, aluminum hydroxide gel, and kanamycin from 8/1991 to 9/1991. Concomitant medications at the time of the event included ranitidine hydrochloride, pirenzepine dihydrochloride, diltiazem hydrochloride, aldioxa, aminoacetic acid, dl-methionine, glycyrrhizic acid, bumetanide. The reporting author assessed hepatic failure and hepatic encephalopathy as serious/life-threatening and the causal relationship between the suspected drugs and events as possible. The physician assessed the hemorrhage of digestive tract as serious/death, and the causality was unrelated and commented as follows: " the pt suffered from hepatic encephalopathy after the transcatheter arterial embolisation. The causality between the events and the therapy was not denied. However, the pt was recovering and was discharged from the hosp. Therefore, the causality is considered to be possible. The cause of death is massive bleeding of the alimentary tract. The immediate causality with the therapy is considered to be unrelated". Co assessment (pharmacia): the co considered that there was a reasonable possibility that the events hepatic failure, hepatic encephalopathy, were related to the study medications gelfoam and doxorubicin hydrochloride, while hemorrhage of digestive tract was not. Mitomycin c and lipiodol are not pharmacia products. All the info contained in this case was initially distributed where the pharmacia suspect product gelfoam was erroneously reported as gelfoam (gelatin) powder sterile instead of gelform (gelatin) sponge, sterile. The case is being distributed as an initial report and will be voided. Corrections: gelform indication for use was changed from hepatic neoplasm nos to application site bleeding. For all suspect drugs the route of administration was changed from intrahepatic to intra-arterial. The related events 'hepatic failure' and 'hepatic encephalopathy' are unlisted in the core data sheet for gelfoam and the core date sheet for doxorubicin hydrochloride. In this case the hepatic failure and hepatic encephalopathy are probably the consequence of multiple factors. The pt had underlying cirrhosis associated with a hepatocellular carcinoma, which means that the pt had a scarce hepatic functional reserve before treatment. Second, the pt received an intra-arterial treatment, which usually is associated with an increased local toxicity. Third, one of the employed drugs was doxorubicin. The doxorubicin cds warns against the possible widespread necrosis of the perfused tissue in case of intra-arterial administration. Moreover because of doxorubicin is mainly metabolized in the liver, the doxorubicin cds advices the pts with severe hepatic impairment should not receive doxorubicin. So the intra-arterial treatment with doxorubicin in a pt with poor hepatic functional reserve would explain the first liver failure directly to the intra-arterial treatment. When the pt started recovering from the first hepatic failure she presented a second hepatic failure, which would be explained by the reduced metabolism of the doxorubicin. The causal contribution of the treatment with gelfoam to the appearance of the events hepatic failure and encephalopathy although cannot be excluded, it seems unlikely.